Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose screw on the battery interconnect board. The screw was fastened to resolve the malfunction. It is not known how the screw became loosened. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.